Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 157 mg/dl nad 119 mg/dl with the lifescan meter, performed within 10 minutes of each other. The pt described having clammy skin, felt like passing out, dizzy, and weak; however, they were unable to indicate if they developed the symptoms prior to, during, or after testing. The pt contacted their physician and was advised to eat food and or drink a beverage. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention. The meter was replaced.